Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3,000 ohms resulting in a lead safety switch (lss), in bipolar configuration. Upon review, noise was observed on this rv lead, which was oversensed, resulting in pacing inhibition. Ultimately this rv lead was surgically abandoned and replaced with a new rv lead. A rv lead fracture was suspected however there was no acute evidence observed on fluoroscopy to confirm this.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.